Event description:
New information received notes the right ventricular (rv) lead was capped and replaced in a procedure on (B)(6) 2025. No known patient issues were noted.

Event description:
It was reported a patient's right ventricular (rv) lead presented with high pacing impedance. No changes were reported. There were no patient consequences.